Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted.

Manufacturer narrative:
(B)(4). It was reported that patient experienced pain, infection, pressure and dyspareunia after implantation of mesh.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with cystoscopy. It was reported that patient underwent excision of exposed mesh graft and cystoscopy on (B)(6) 2012, due to erosion of previously placed mesh graft. It was reported that the patient underwent removal of mesh and cystoscopy on (B)(6) 2013, due to vaginal pain, and pain on urination. No additional information was provided.